Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. The back-up pacing function did not work properly. The main printed circuit board, battery flex tape, and lead flex tape were replaced.

Event description:
It was reported that during a battery exchange, no back-up pacing occurred for several seconds. No patient complications were reported as a result of this event. The patient recovered and left the hospital.

Event description:
It was reported that during a battery exchange, no backup pacing occurred for several seconds. The device was sent for repair. The patient did not have a severe health hazard, recovered, and left the hospital.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.